Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched display window. Unit received cracked case display window corner. The device was received with cracked battery tube threads. The device was received with broken reservoir tube lip. The device received with cracked reservoir tube. The insulin received with missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a damaged reservoir compartment on the insulin pump. Customer noticed it last night as the reservoir came away from the pump. Customer was advised that the treading section was damaged. Insulin pump will need to be replaced. No additional information provided.